Event description:
The customer reported that the went ventilator inop for high pressure regulation (ec 1009). The customer reported that the unit was in use on patient, but there was no patient harm reported. The vent was swapped with no patient issues. The customer contacted product support and found code 1009 logged. Product support reviewed suggested repair per the manual. Verified correct machine and proximal pressure line connections. Product support advised customer to perform pressure and flow testing per pvt and address any issues found. If no issues to consider replacing the da pcba per technician discretion.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.